Manufacturer narrative:
Pt identifier: patient identification number, based on the received x-ray image, appears to be (B)(6). Patient date of birth/age, gender, and weight are unknown. Event date: date of post-operative device breakage is unknown, but was confirmed on (B)(6) 2015. Explant date: the complainant part has not been explanted. PMA 510(k): device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4) - manufacturing date: july 30, 2011 - expiry date: july 1, 2021. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a femoral subtrochanteric fracture procedure on (B)(6) 2013 during which a proximal femoral nail antirotation (pfna) nail was implanted. Sometime post-operatively, the implant broke. An x-ray image was used to confirm the breakage on (B)(6) 2015. At this time, the implants still remain implanted. No additional information is available at this time. This report is 1 of 1 for (B)(4).